Manufacturer narrative:
Service order completed: service engineer cleaned instrument, replaced centrifuge leak detector strip and performed system checkout procedure successfully. Photos were submitted for analysis. Upon review the damage shown was consistent with the centrifuge bowl becoming unsecured from the bowl holder and breaking apart due to contact with the walls of the centrifuge chamber. The root cause for the unsecured bowl could not be determined based on the information available. Trends have been reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break or alarm #7: blood leak? (Centrifuge chamber). Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d347 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has already been initiated for centrifuge bowl leak/break. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo, kit and data key analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Therakos clinical educator called on behalf of customer to report blood leak. Clinical educator was training another nurse on site and not present for leak. At 374 ml whole blood processed (wbp) three red blood cell pump alarms occurred. Customer opened up the centrifuge chamber door, removed the bowl, and verified no occlusions were in the bowl. Customer closed the centrifuge door and resumed treatment. Customer heard a loud noise. Customer reported the bowl broke inside chamber at 400 ml wbp. A blood leak alarm occurred. Customer verified the leak detector strip was damaged. Patient was reported as stable service was dispatched. Customer will return the kit, smartcard and submitted photos for investigation.